Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 5.0mm. During procedure, the cusp overlap technique was utilized. There were no rhythm disturbance post implant and the rhythm was sinus rhythm. The procedure required two re-sheaths due to poor visualization of the left coronary cusp (lcc) around the extensive hardware in the patient¿s chest used to close the sternum from a previous coronary artery bypass graft (CABG). The final implant depth was 3mm on both lcc and non-coronary cusp (ncc) and the depth was favorable. The patient was reported discharged on (B)(6) 2025. On (B)(6) 2025, patient received a permanent pacemaker due to complete heart block on (B)(6) 2025. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.